Event description:
It was reported that the ccu high def 560p overheated during a shoulder procedure. The device was ventilated, and the procedure was able to completed with the same device. There was no delay in the surgery reported. No injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing including power cycling during 12 hour burn-in, where no overheating or errors occurred. All live video outputs (composite, s-video, hd-sdi, etc...) Functional. All functions perform as expected. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined, as no problem was found.